Event description:
Information received from the field notes that the patient had an rf ablation. Interrogation showed that atrial lead impedance was >1990 ohms. When the pocket was opened, the leads tested normal. The leads were then reconnected to the pulse generator but telemetered unipolar lead impedance for the atrial lead was >1990 ohms. Therefore, the device was replaced.